Event description:
It was stated that the customer was taken to the hospital in a diabetic coma. Troubleshooting was performed and the insulin pump was programmed correctly. The pharmacist calling in stated that she could not perform the displacement test during the call because of the severity of the customer's condition. Advised to have the family call back for further troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.